Event description:
It was reported that a spectrum pump had no audio. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the condition of no audio. Although audio was present, it was very feint and could not be described as not having audio. The cause was determined to be a shifted coil in the speaker coming in contact with the speaker magnet. The rear case assembly containing the speakers was replaced.